Event description:
Allegedly the pt. Felt pain and uncomfortable feeling since 2008. The surgeon performed revision surgery. The surgeon wants to know the comparison between the load-point (circle point by maker pen) and the non-load point by sem. We would like you to take sem images (load-point, non-load point). Medium activity level.

Manufacturer narrative:
This is the same event as 3010536692-2014-00899, 00900. This event occurred in (B)(4). (B)(4)